Event description:
A customer reported a cartridge alarm 20 with their pump, resulting in a high blood glucose level, although the specific value was not provided. The customer took corrective action by administering a correction injection through multiple daily injections (mdi) and did not require assistance from a third party. Tandem technical support confirmed the occurrence of cartridge alarms with consecutive cartridges and decided to replace the pump. They sent a new replacement pump to the customer, advised them on steps to follow upon receiving it, and instructed them to return the faulty pump within ten days using a pre-paid ups label.